Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the unit would not power on. The service technician replaced the power supply to correct the problem. Final testing was completed and the unit passed per operating specifications. The power supply was returned to the manufacturer for factory failure analysis. Visual inspection and testing during failure analysis revealed signs of damage to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Event description:
Supplemental report.

Manufacturer narrative:
Initial inspection of the power supply returned to the manufacturer for factory failure analysis revealed signs of damage to the snubber pcb on the power supply. However, further investigation reported the damage to the snubber board was not a result of arcing, but was a result of a general component failure. The problem reported in the initial MDR report was believed to be the issue submitted via recall since the ventilator was in the affected population for the recall. However, further investigation and analysis results of the snubber board revealed it was not the same issue as action reported to FDA via reporting number.